Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that stylet issues were experienced. It was stated that during lead insertion, the stylet was replaced several times and operation of the lead was performed. The stylet became unable to be inserted and an attempt was made to remove the stylet during the process, but it was considerably difficult to remove. It was stated the stylet could be pulled out with tools like forceps somehow, but it became difficult to reinsert the stylet as well. It was noted that ¿replacement with a new stylet was performed,¿ ¿the new stylet was reinserted,¿ and the issue was resolved. Additional information received reported that while only the stylet was replaced at first, the lead was eventually also replaced due to an insertion failure. It was unknown whether any external factors had led or contributed to the issue. No complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found the stylet coil was stretched between the #4 and #5 connector sleeves. It was noted that a stylet inserted into the lead could not progress past that point during analysis testing. If information is provided in the future, a supplemental report will be issued.